Event description:
The customer reported that the device was heating up during a procedure. The procedure was completed successfully with a backup device. There was no clinically significant delay, no medical intervention and no adverse consequences reported with this event.

Manufacturer narrative:
The technician was unable to duplicate the reported overheating and diminished torque, and no problems were found with the device.

Event description:
The customer reported that the device was heating up during a procedure. The procedure was completed successfully with a backup device. There was no clinically significant delay, no medical intervention and no adverse consequences reported with this event.